Manufacturer narrative:
D4. Serial and primary UDI number. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: due to insufficient clinical details and no product or data logs available for investigation, the cause of the purge pressure high could not be determined. Fluid leak - sidearm: since product was not returned for investigation, the cause of the sidearm fluid leak could not be determined.

Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 46-year-old male patient presenting in cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was decreased purge flow. The cassette was changed, but a purge system blocked alarm was noted on the automated impella controller (aic) console. There was no noted interruption of support for the patient. Fourteen days after support, the device was bridged to a new impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p8 at 4.4l/min as intended. The impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.